Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after incorrectly announcing a meal of peanut butter crackers, which led to a glucose drop on a dexcom g7 continuous glucose monitor (cgm) to a nadir of 56 mg/dl over approximately 30 minutes; the event involved meal announcement error categorized under meal announcements and incorrect meal size, with troubleshooting and education provided. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose, specifically two glucose tablets and juice, with glucose recovering into the 70 mg/dl and trending upward, without hospitalization. Investigation included user communication and case review. Investigation of this case revealed user-related use error associated with an incorrect or excessive meal announcement, with device performance otherwise unremarkable. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.